Event description:
Caller reported the button on the insulin pump is non-functional; exact button was not provided. Caller stated the soft components of the device are also defective and the pump does not turn on. No adverse event reported. Requested return of the alleged pump for evaluation; no product will be returned due to russian law not allowing product return.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.